Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient suddenly lost access to sound with the device on (B)(6) 2018. No trauma or accident is reported. Reimplantation is scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient suddenly lost access to sound with the device. No trauma or accident or change in health is reported. The recipient was re-implanted.